Event description:
A facility reported the heater fuse was blown on their automatic endoscope reprocessor and the customer increased their process time to ensure the scopes are properly disinfected. There were no reports of patient injury.

Manufacturer narrative:
Zoll medical corporation has not received the product and this complaint is still under investigation.